Event description:
Reporting status: serious injury/disability/required intervention/prolonged hospitalization. Reporting rationale: guide wire tip remains in patient. Device issue: guide wire tip separation. It was reported that, this was an ami case in the right coronary artery with thrombus present. A floppy guide wire passed the lesion in the mid rca through the thrombus. Another company's balloon catheter was used to open the vessel in the mid rca. Two inflations were done with a maximum of 10 atm, and the vessel was open with a timi I flow achieved. It was decided to administer a giib/iiiia [sic] receptor antagonist (tirofiban ) because of the high thrombus load. When attempting to advance the dilatation balloon into the vessel periphery, dislocation of the guide and balloon catheter into the aortic root with simultaneous withdrawal of the guide wire into the central vessel section. Since the guide wire cannot be advanced from here into the periphery, it was decided to withdraw it. However, this turned out to be impossible since the outer wrapping of the guide wire was detaching from the guide wire tip and finally ruptured; although, the attempt to withdraw, it is done with extreme care. A "snare device" does not result in successful retrieval of the distal guide wire end either. It was decided to terminate the intervention, with the patient meanwhile being in a more or less trouble free condition, and operative procedure with coronary 3-vessel disease with simultaneous removal of the guide wire fragment. In 2006, the patient had bypass surgery due to 3-vessel coronary disease and during this surgery it was planned to remove the separation portion of the guide wire. However, it is not possible to get this information from the hospital. Therefore, it is unknown if the separated guide wire was removed or not. No additional event or patient information is available.

Manufacturer narrative:
Quality engineering has not completed their investigation. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that, the guide wire was returned with blood visible on the stretched out coils. The used catheter and arrow sheath were returned with blood. The tip coils were stretched out distal to the proximal solder for a length of 28.5 cm past the distal end of the core. The stretched out coils were separated 1.2 cm distal to the distal end of the core and returned bunched up. There was no tip ball or shaping ribbon returned. The core was separated 85 cm proximal to the distal end of the core. Both ends were returned. There was some unknown clear substance on the core 3 cm proximal to the proximal solder. The substance was rinsed off to see if the drops would dissolve. The two drops were still there. A .0142" hole gauge was used and the guide wire was advanced through the hole gauge and there was no resistance noted. The drops of substance went through the hole gauge. Using a black light, the two drops were put in front of the light to see if they glowed, they did not. No other damage was noted. The product was sent to scanning electron microscopy (sem) and chem for further investigation. Quality engineering has not completed their investigation. Results and conclusions will be forwarded upon completion.